Event description:
It was reported that during follow-up, myopotential oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.